Event description:
On (B)(6) 2026, an event was reported from (B)(6) office involving a glidewell ht implant ø4.3 x 8 mm for a 55-year-old female patient. The event was associated with ume dental labs. The implant was originally placed on (B)(6) 2025. The patient presented on (B)(6) 2026. The device was removed on (B)(6) 2026, and the removal method was described as the implant falling out. Patient symptoms included inflammation, pain, and irritation of the soft tissues located at the gingiva. The patient did not experience a permanent injury. Treatment included placement of a new bone graft with plans to wait three months before placing a new implant. The device was not replaced at the time of the report. The patient's medical history included periodontitis with deep cleaning performed on (B)(6) 2025, an eating disorder, rapid weight loss, and oral hygiene reported as fair. No additional information was provided.

Manufacturer narrative:
The reported device has not been received for evaluation. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).